Event description:
New information received notes the right atrial lead was explanted and replaced on (B)(6) 2024. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the right atrial lead exhibit failure to capture, decreased in sensing and mode switch. No intervention was performed. The patient was in stable condition.